Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was suspected to have depleted prematurely. It was reported that three months prior, the battery voltage was 2.89 v and the charge time measurement was 11 seconds and now measurements are 2.68 v and 23 seconds accordingly.